Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer septal occluder was selected for an implant using a 10f amplatzer torqvue delivery system(itv). Cobra deformation was noted while deploying the occluder. Device was removed from the patient prior to release from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation or kink noticed in the delivery system it is unknown if there was a replacement device implanted. The patient remain hemodynamically stable throughout the procedure. No patient consequences were reported.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined but may have due to the use of a larger delivery system. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use, the recommended size delivery system for a 22mm amplatzer septal occluder is a 9f delivery system.

Event description:
Subsequent to the previously filed report, additional information was received:it was reported that a second 24mm amplatzer septal occluder was used during the procedure. During the procedure, the tip of the device was curving and forming like a cobra. Both devices were removed from the patient prior to release from the delivery cable.